Event description:
It was reported that the patient experienced the following symptoms three days after new pump and catheter implant: nausea, vomiting, increased tone, extreme back pain. Per the reporter, the patient had no adverse event during thr trial. The patient was admitted to the hospital for medical management. The concentration and daily dose of baclofen was not reported.

Manufacturer narrative:
.